Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Additional information was received indicating this device was explanted and replaced with another manufacturer's device. This device was returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently on going. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) with a monitoring voltage of 2.55 v and a charge time greater than 30 seconds. A device replacement procedure was planned for a later date. No adverse patient effects were reported.